Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer has reported that the suspect device is not available for return so no evaluation can be made.

Event description:
The customer reported vent inop (inoperable) while using the avea ventilator. The customer reported passing est (extended self-test) but the suspect device still displays vent inop. The customer reported troubleshooting all electrical and pneumatic connections in the unit and found no abnormalities. The customer reported to have instructed his engineer to perform blender pressure calibrations and air and o2 (oxygen) pressure transducer calibrations. The customer reported no patient involvement associated with the event.